Event description:
Boston scientific received information stating: during an implant procedure, the patient experienced tamponade, and the lead was no longer capturing. Dr. (B)(6), (B)(6) hospital (B)(6), australia implant date. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).